Event description:
The customer reported via phone call experiencing high blood glucose levels and sensor issues. The customer's blood glucose was 420 mg/dl. He stated that the serter would not fire and the sensor became stuck in the serter. He stated that he had to destroy the sensor in order to get it out. He was advised to press and hold the serter button while shaking to release the needle hub assembly and sensor. He reported that the serter released the sensor with a lot of tapping. He was advised to discard and replace the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of three opened and used enlite sensors, found one of the three sensors was retracted inside of the sensor base it was also broken however, the cannula needle was found inside of the sensor base. The remaining two sensors were found to be intact. Inspection of the insertion needles found the needles inside of the needle tubing. Unable to confirm if the customer received the sensor in said conditions due to the sensor were returned opened and used.